Event description:
It was reported that a pump issued an alarm during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was not able to resolve the problem by loading a new cartridge, as the alarm recurred. Technical support decided to replace the pump and instructed the customer to return the faulty device with a prepaid label. The customer confirmed the understanding of placing the pump into storage mode and shipping instructions. Mdi was identified as the backup insulin therapy to prevent interruptions until the replacement pump arrives.